Event description:
It was reported that, after a right tka surgery was performed on (B)(6) 2023, the patient experienced deep vein thrombosis of the right lower extremity on (B)(6) 2023. This adverse event was treated with medication, however it remains ongoing. Currently, the patient is in a state of recovery.

Manufacturer narrative:
Additional information: h6 (health effect - impact code).

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the devices could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that based on the information provided, the definitive clinical root cause of the reported adverse event cannot be determined. Although we cannot rule the surgical procedure, decreased mobility and the patient 10-year smoking history as the likely contributory factors. Therefore, the causal relationship between the s&n devices and the reported adverse event, cannot be confirmed. Deep vein thrombosis is known to occur prevalently after surgery, particularly orthopedic surgery. According to the report, this adverse event was treated orally with the blood thinner eliquis. Since this adverse event was reported as ongoing, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that thromboembolic diseases including venous thrombosis may occur. This has been identified in adverse events. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include post-operative healing issue and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a right tka surgery was performed on (B)(6) 2023, the patient experienced deep vein thrombosis of the right lower extremity on (B)(6) 2023. This adverse event was treated with medication, however it remains ongoing. Patient's current health status remains ongoing.